Event description:
A trilogy ev300 was reported to have failed start-up diagnostic testing. There was no patient involvement, and no harm or injury reported. It was reported that the trilogy 3-way solenoid and proportional valves required replacement to address this issue. Repairs are planned to be completed at the customer site by a philips field service engineer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.